Event description:
It was reported that the tubing between the reservoir and the blood bag was disconnected. The condition of the device was discovered prior to connection to the pt. The account had a back up on hand to complete the re-infusion with no allegation of adverse consequences.

Manufacturer narrative:
The device was discarded at the account. The lot number was not provided, so the device history record could not be reviewed. If additional info is received, a follow up report will be filed.